Event description:
A customer reported that after processing an olympus bronchoscope (1t160) in a completed sterrad® nx advance cycle, it was noted that the black rubber tubing on the end of the scope had come off. The customer reported she did not remove the black cap for sterilization. There is no report of harm or injury to patients. The scope is 5 years old and is used approximately four times per month. It was placed in a sterrad® tray and wrapped in kc wrap.

Manufacturer narrative:
The sterrad® nx user's guide warns: know what you can process: before processing any item in the sterrad sterilizer; make sure you know how the sterrad® sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers¿ instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The customer reported she checked the sterrad sterility guide (ssg) on line and she found this scope listed for the sterrad® nx. The asp ssg does not list bf-1t160, only a bf-1t60. The customer was advised to contact olympus and returned the bronchoscope for repair.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The damaged device was not returned to asp. The customer should not have processed the scope in the sterrad nx according to the medical device manufacturer recommendations. The customer thought the scope was recommended for processing because there was a white mark on the scope. The white mark they observed was not in the correct location. If an olympus scope is recommended for processing the white mark is on the control section.